Event description:
The customer reported the prisma machine was succesfully primed and ready for treatment initiation. Pt was connected to the machine and the nurse was checking clamps and was ready to push start. The machine alarmed, the screen went blank and came back on and went blank again. Smoke was then noted to be coming out of the upper vent and a strong acid smell was present. The patient treatment had not been initiated. Nurse pushed stop key and the pt was disconnected from unit. Prisma unit was unplugged.